Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was able to verify the reported issue and observed a helium leak in the mobile cart during testing. To fix the issue the stm replaced the high pressure helium regulator and the high pressure helium transducer with o-ring in mobile cart. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. The biomed tested the iabp overnight and noticed that the external gauge drop from one day to the next with shutting off the tank overnight and opening it the next day; a loss of helium was noticed overnight. There was no patient involvement and no adverse event was reported.